Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation, therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a right and left heart catheterization procedure. Reportedly, a cuff miss occurred. The device was removed and a second proglide was used to achieve hemostasis. The physician believes the proglide was most likely not held at 45 degrees from the longitudinal plane of the artery. The patient had a big belly and skinny legs and the physician might have underestimated the 45 degrees angle. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded; therefore, a failure analysis of the complaint device cannot be completed. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.